Event description:
It was reported that a device was used during a tah/bso procedure. The device's clip became malformed when surgeon tried to use it. None of the other clips in the cartridge became malformed. It is unknown how the case was completed. There was no consequence to pt.